Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient's issues had resolved at this point. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient was feeling stimulation in their toes and was wondering if the should. The patient stated they thought maybe they pulled a wire or the wire had moved. The patient stated that they had a lot of bleeding and their tape was covered in blood. The patient was advised to contact their clinician. It was noted that the trial began on (B)(6) 2018. No further complications were reported.